Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The high powered display unit cpu board was replaced, and the unit was returned to service. The board was not available for investigation. An exact root cause determination cannot be made without the board.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reportedly noted during a preoperative checkout that the unit visually alarmed, indicating the alarm speaker was not functional. There was no report of patient involvement.